Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited decreased r-waves, sensing noise, and high capture thresholds. The patient presented for a lead replacement. During procedure, fluoroscopy confirmed dislodgement. The lead was explanted and replaced without complication. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.